Event description:
It was reported that the implant lost integration and was removed. Loss of integration.

Event description:
It was reported that the implant lost integration and was removed. Loss of integration.